Event description:
It was reported the system displayed an error code which required a reboot. Functionality could only be restored by a system reboot. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.